Event description:
A baxter service tech reported an infusion pump with failure code 715 during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.